Manufacturer narrative:
Additional information: h3-device evaluation: returned dry in lens case/vial with clear surgical debris on product. Visual inspection found haptic broken and bent with blood stains and debris. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -7.50/2.5/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2020 with a shorter length lens due to refractive surprise. This resolved the problem. Cause of the event is reported as induced astigmatism.